Manufacturer narrative:
The returned catheter was visually and functionally tested and passed the inspection as per specification. Visual inspection showed the device was intact with no apparent issues. The reported air ingress during aspiration could not be reproduced with flexcath advance (B)(4). Multiple aspirations / injections were performed without air bubbles or leaks; hemostatic valve was leak tight. Valve assembly was leak tight as well.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
After inserting the sheath in the left atrium, information received by medtronic indicated that there was air ingress during aspiration of the sheath. After the sheath was replaced, the physician continued the procedure and did a radiopaque angiography with a non medtronic device. During the representation of the rspv, small air bubbles were introduced in the left atrium. The physician continued the procedure with this sheath. He aspirated the bubbles with a luer lock syringe. There were no patient symptoms or complications post procedure; the patient had no neurological events and no deficits. After the procedure, the patient was awake and spatial, temporal, situational and person-oriented. He was able to move all extremities and had no signs of a stroke. Device 1 of 2, reference MFR report: 3002648230-2015-00068.